Event description:
Pacemaker was implanted on (B)(6) 2015. When the physician placed the pacemaker in the pocket, a ventricular pause was reportedly observed. The pacemaker was removed from the pocket, interrogated and forced to bipolar pacing configuration. Good ventricular pacing and capture were then observed inside the pocket. On (B)(6) 2015, patient was admitted in emergency due to ventricular pause. Reportedly, absence of capture was observed in unipolar pacing configuration with maximum output. The pacemaker was programmed in bipolar pacing configuration at 7,5v output with 1ms pulse width. Re-intervention was scheduled, but postponed due to an infection.

Event description:
Pacemaker was implanted on (B)(6) 2015. When the physician placed the pacemaker in the pocket, a ventricular pause was reportedly observed. The pacemaker was removed from the pocket, interrogated and forced to bipolar pacing configuration. Good ventricular pacing and capture were then observed inside the pocket. On (B)(6) 2015, patient was admitted in emergency due to ventricular pause. Reportedly, absence of capture was observed in unipolar pacing configuration with maximum output. The pacemaker was programmed in bipolar pacing configuration at 7,5v output with 1ms pulse width. Re-intervention was scheduled, but postponed due to an infection.